Event description:
It was reported that the customer's blood glucose levels have been sporatic within the past 24 hours, and the caller feels that it is not delivering the correct amount of insulin. The caller reported blood glucose levels between 40 and 486 mg/dl. The caller felt that the insulin pump was delivering sporatic amounts of insulin at times and not any insulin at other times. Reviewed the daily totals, and found that the customer received twice the amount of insulin yesterday. Also, the bolus history recorded boluses that the caller states were never programmed by the customer. Found that the easy bolus feature was turned on. Advised the caller that it's possible the buttons were leaned on, causing unwanted boluses. The caller was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.